Event description:
The customer reported to olympus the workstation kit exhibited issues deleting data from the re-10 and there was not enough disk space. The issue was observed during preparation for use. No patient or procedure was involved. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device has not been returned to olympus repair center for evaluation. The issue was resolved remotely with the customer. The clearance was adjusted. Backup and deletion functions worked as expected. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.